Manufacturer narrative:
(B)(4).

Event description:
On october 19, 2018 nobel biocare received a complaint from a customer in the u.s about four dental implants that failed to osseointegrate. The customer further commented that the osseointegration issue may have been caused by a titanium allergy. On (B)(6) 2018 the customer confirmed that the patient went to an allergist and had a test to confirm that he was allergic to titanium. The patient had the implants removed and is now doing fine.